Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer identified the issue was with the damaged instrument. They replaced the instrument and continued with the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that the bipolar energy was not functioning. The user confirmed that there was no issue with the monopolar energy. Prior to calling, the user had replaced the energy cable , but the issue persisted. The user was unable to restart the erbe during the call. The tse suggested restarting the erbe and swapping out the bipolar instrument when possible. The tse reviewed the system error logs, but found no related errors. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter clarified that the bipolar instrument did not coagulate or cut at all when the surgeon activated it. The instrument was not in strong grip mode at the time of the event. The user noticed that the conductor wire was broken when taking it out of the patient. The instrument was removed and replaced with a backup, and the user continued and completed the procedure without further issues. The instrument was on its final use and was not retained. The instrument did not collide with any other instrument or other hard material during the procedure. The instrument was a force bipolar (B)(6), lot# k10241107- 0260. No images or videos were available for isi evaluation. The reporter confirmed that the damage cable was a black cable. The silver cable was still intact and was not exposed under the black cable. The cable was broken in half, but the cut was uneven or rough. No thermal damage or arcing was observed on the instrument. The reporter further clarified that there was no power to the jaws from the first insertion. There was no issue removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a broken conductor wire at the force amplification pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.